Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Expiration date - ni, (B)(4), manufacture date ¿ ni. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2015-04332 / 04333 & 2016-03217).

Event description:
It was reported by the patient's legal counsel that the patient underwent a left hip revision procedure approximately 11 years post-implantation due to patient allegations of pain, discomfort, soreness, dysfunction, cobaltism, pseudotumor, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative notes received that patient underwent a revision procedure approximately 11 years post-implantation due to armd, instability, pseudotumor formation and cobaltism with hearing loss. During the procedure, yellowish fluid was noted. The femoral head was removed and replaced. An acetabular bearing was also implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - head. A m2a 38mm mod hd+9mm nk no skrt, part # 11-173665 from lot 963430, was returned and evaluated against the complaint. Visual inspection found scuffing and scratching on the outer radius of the head. Tool marks are gouged into the rim. An ink stain has been marked on the outer radius. Dark debris is present inside the taper. Revision op notes reports instability, high metal ion levels with cobalt of 115 and chromium of 27.7. X-rays showed left-sided osteolysis and a pseudotumor in the posterolateral aspect of the hip. There was a bulge of tissue and a gush of yellowish fluid distending the hip and form of pseudotumor found. The patient started developing some systemic manifestation of cobalt such as some hearing loss, which may be related to the systemic effects of high metal ion levels. The patient was transferred to the pacu in stable condition. In the pacu, x-rays were taken and showed well alignments and maintained reduction of the left hip. Neurovascular examination of the patient in the pacu revealed no abnormalities. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient's legal counsel that the patient underwent a left hip revision procedure approximately 11 years post-implantation due to patient allegations of pain, discomfort, soreness, dysfunction, cobaltism, pseudotumor, lack of mobility, and elevated metal ion levels. It was reported in operative notes received that patient underwent a revision procedure approximately 11 years post-implantation due to armd, instability, pseudotumor formation and cobaltism with hearing loss. During the procedure, yellowish fluid was noted. The femoral head was removed and replaced. An acetabular bearing was also implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of op notes. Revision op notes reports instability, high metal ion levels. X-rays showed left-sided osteolysis and a pseudotumor in the posterolateral aspect of the hip. There was a bulge of tissue and a gush of yellowish fluid distending the hip and form of pseudotumor found. The patient started developing some systemic manifestation of cobalt such as some hearing loss, which may be related to the systemic effects of high metal ion levels. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.